Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer quoted for water resistant paddles. There is no evidence supporting whether the device was being used on a patient at the time of the event. Wait for the gfe feedback. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.